Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaked near the reflux plug and had no audible overtemp alarm. No adverse effects were reported.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaked near the reflux plug and had no audible overtemp alarm. No adverse effects were reported. It was further reported that the level 1 hotline 3 blood and fluid warmer first exhibited the leak issue described above during a demonstration. The leaking issue was discovered once more post demonstration. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
The device was not returned smiths medical for investigation.

Manufacturer narrative:
One fluid warmer was received for investigation. Visual inspection of the device was found to be in good physical condition. Device was then filled with water and underwent a temperature check; device operated as intended in regards to the temperature check. However, a leak was noted when a disposable was installed, confirming the reported customer complaint. All alarms sounded upon activation, contrary to the over temperature alarm. The main block was tightened preventing any further leaking. The problem source has been determined to be unknown.